Event description:
The customer reported a suspected positive biological indicator (bi), the customer reported that load was partially recalled. There were no reports of physical complaints related to the unrecalled items.

Manufacturer narrative:
No impact or consequences to pt, other, suspected positive bi.